Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from the 2nd floor with an unsigned note that stated, "buttons do not work". No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the device history indicated touchscreen malfunction alarm code. The probable cause of the customer's reported event was fluid ingress. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.